Event description:
Physician experienced an applicator failure while inserting the ring CT/mr applicator. As the connector was tightened, a snappish sound was heard. Upon removal of the applicator, the tip had broken off 6mm from the proximal end. The treatment was terminated. The broken piece was recovered using forceps without injury to the pt. The pt would have to return for "retreatment."